Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.294" x 0.059" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 13-dec-2024, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clamp had no visible problems on inspection before use. According to the report, there was no collision of the forceps before the event. The fragment was removed from the cavity and a video of the moment the fragment was broken and removed was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by advanced failure analysis team. It was seen that one of the grip tips broke off from the large suturecut needle driver instrument. .

Event description:
It was reported that during a da vinci-assisted gastric bypass roux-en-y surgical procedure, the clamp broke on the large suturecut needle driver instrument while suturing. The fragment was retrieved from the cavity during the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.